Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. Visual examination of the provided pictures identified that the screw fractured. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: consult for right shoulder pain with history of revision with removal of all implants and cement spacers. Getting treatments for infection, cultures + c. Acnes and mrse. Treated with ongoing antibiotics. MRI review showed moderate glenohumeral and mild ac joint oa, tendinosis of the rotator cuff with minor articular sided fraying anterior supraspinatus, no tears or retraction. Diffuse degenerative change of the labrum with minor tendinosis intracapsular biceps and possible minor element of adhesive capsulitis (not calling out for rotator cuff intact, and minor/mild tendinosis, normal postop finding). Impression showed chronic right shoulder pain, polymicrobial bacterial infection, history of hemiarthroplasty of right shoulder, right arm weakness. Right shoulder prosthesis in normal anatomic alignment. Unable to determine if hemiarthroplasty spacer or final implants. Infection issue: upon conclusion of the investigation, no problem was found with the given devices. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. Fractured issue: a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2, a3, b4, b5, d2, g3, g6, h1, h2, h6, h11. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised approximately two and half years post-initial implantation due to screws and baseplate fracture. Cultures were positive for c. Acnes and mrse, and patient placed on antibiotic regimen. The patient remains in chronic pain and right arm weakness. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10: cat: 115396 lot: 576730 comp rvs cntrl 6.5x30mm st/rst cat: 180553 lot: 457720 comp lk scr 3.5hex 4.75x30 st cat: 180551 lot: 428080 comp lk scr 3.5hex 4.75x20 st cat: 110032410 lot: 64394791 comp aug mini bsplt w tpr sm. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the legal counsel that the patient was revised approximately two and half years post-initial implantation due to screws and baseplate fracture. The patient experienced limited daily activities, depression, and pain. All the revised implants were replaced with an unknown hemi-arthroplasty. No additional patient consequences were reported.